Event description:
The external pulse generator was returned to the manufacturer for service due to a cracked case back, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, heart block, and lead flex cover are contaminated. Upper case, side bail covers, and ring cover are broken. Side bails, ring, battery drawer o-ring, and battery drawer are missing.